Event description:
It was reported the patient¿s ¿lead shorted out.¿ it was stated the patient was ¿opened up¿ due to the issue. It was further reported at the patient was ¿not really happy¿ that it took her four hours to charge her implantable neurostimulator (ins). It was stated the patient thought there was still something wrong with the leads. It was noted the patient¿s ins was ¿not giving her full coverage, not like the first one did.¿ the patient was redirected to her healthcare provider (hcp). Additional information has been requested, a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger, product ID 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3708160, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).